Manufacturer narrative:
Evaluation summary: analysis confirmed the reported no telemetry c condition. The cause was narrowed to a faulty rf (radio frequency) module related to the vco (voltage controlled oscillator) fine frequency trim failure. The perimeter of the scsp (stacked chip scaled package) was optically inspected for anomalies using a low-power microscope. No anomalies were noted.

Event description:
It was reported that while still in the box, wireless telemetry could not be established, despite using two different programmers. The device was able to be interrogated via the programmer head. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.